Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Device passed the delivery accuracy test at 0.08750 inches. No device deficiency anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hypoglycemia. Customer¿s blood glucose level was 45 mg/dl at the time of incident. Customer¿s other relevant blood glucose values were 103 mg/dl and 80 mg/dl. Insulin delivery was not suspended due to sensor glucose versus blood glucose difference. Customer did not mention any treatment and symptoms related to low blood glucose level. The device will not be returned for analysis.